Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 6 mg/ml morphine at a dose of 3 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2017 a motor stall occurred with no recovery. The patient felt slight symptoms of withdrawal. It was unknown what if any environmental/external/patient factor may have led to or contributed to the issue. It was unknown what diagnostics/troubleshooting was done regarding the motor stall without recovery. The issue was not resolved at the time of this report, and surgical intervention was planned but not scheduled. The patient's status was "alive - no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-08. The pump logs indicate the pump was infusing morphine 6.0 mg/ml at 0.0378 mg/day bupivacaine 6.0 mg/ml at 0.0378 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-may-08. It was reported that the pump was to be returned to the manufacturer. Additional information was received from a manufacturer representative on 2017-may-10. It was reported that the pump was explanted on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found corrosion and wear on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.